Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, lot# v252847, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Reference report- 6000153-2016-00660.

Event description:
The health care professional (hcp) via the manufacturers' representative (rep) reported that following an implantable pulse generator (ipg) replacement on (B)(6) 2016, the device therapy was no longer effective and caused the patient some discomfort. A lead revision procedure was done to improve efficacy. The impedance test demonstrated 4 combinations outside of normal parameters. The impedance test after the implantation of the new lead was bad. The 4 month old ipg needed to be replaced. It was unknown if the issue resolved at the time of the report.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) showed that the device was functionally okay with insignificant anomalies. Conclusion code and result code no longer apply to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.